Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device exhibited normal battery depletion due to high program settings.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-03434. It was reported that the patient's lead had broke after a fall. As a result, the patient underwent surgical intervention during which the lead was explanted on an unknown date. A few weeks after the procedure, the patient's ipg became inoperable. As a result, further intervention was undertaken during which the ipg was explanted and replaced.